Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No unexpected error alarm was noted. No low reservoir alarm could be verified due to the blank display. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage to the electronic or motor assembly was noted. The insulin pump was received with a cracked display window, a cracked case at the display window corners and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer stated that a couple hours later customer attempted to change everything and the device was stuck on the number six. Customer's blood glucose was 139 mg/dl. Customer reported it was possible the device was exposed to moisture, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.